Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred at 9:54am on (B)(6) 2018. The patient is a gestational diabetic and was not taking any medication to help manage their condition at the time the alleged product issue occurred. The patient did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that right after the alleged product issue occurred they developed the symptoms of ¿sweating and nervous¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, when walking the patient through a re-test, the cca noted that the test strip completely draws in the sample, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.